Event description:
Hcg quantitative was run on roche analyzer (B)(6) 2019 with result of 2954 miu/ml. No flags, alerts or errors so result was auto verified. New specimen on same patient was received on 01/18/2019 resulted by dilution 133768 miu/ml. Technologist noted that this was not possible. Original sample was rerun with the result of 154810 miu/ml. Physician was immediately notified and was irate and concerned because he had already informed the patient of likelihood of fetal demise. Physician ordered a repeat ultrasound to determine viability of (B)(6). Vendor support was contacted on 01/18/2019 and sent tech to perform precision studies on analyzer where test was run. Result of precision study showed no known cause of incorrect result. All user and identification issues were ruled out prior to informing vendor.